Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 147 mg/dl when the customer arrived at the emergency room. Troubleshooting was performed. Found that prior to the event, the customer was supposed to receive a bolus of 2.7 units of a blood glucose reading at 257 mg/dl. However, the customer received a bolus of 11.5 units. Neither the mother or the doctor know how this happened. They both felt uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.